Event description:
The pt pulled out the device on 10/14/97. The pt's wife was instructed to place the device back into the stoma tract. A nurse replaced the tube with a new device on 10/15/97 and checked placement using auscultation. The pt's wife resumed feeding on 10/16/97. The pt developed a temperature of 103.5 degrees f, and expired on 10/20/97 due to peritonitis. One pt involved.